Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed residual liquid/foreign material observed in the device suction channel could not be determined, however, it is likely that the issue was the result of insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the colono videoscope was found to exhibit residual liquid or foreign material coming out of device suction cylinder. There was no patient involvement, and no harm reported as a result of the event.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
This follow-up emdr is to provide a correction/update to the to the device manufacturing date, which was previously unknown.